Manufacturer narrative:
Product complaint # pc-(B)(4). The following information was requested, and the following was obtained: what instruments were used to grasp the needle? A needle holder. Where was the needle grasped during use? The needle is grasped at the level where the thread is attached to the needle. Does the piece/device remain retained in the patient's tissue? Yes if the piece(s) were retained, where are the located/in what structure? At the level of thorax if retained, were there any patient consequences? For now, no patient consequence. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are the located/in what structure? If retained, were there any patient consequences?

Event description:
It was reported that a patient underwent an insertion of a chest tube on (B)(6) 2018 and suture was used. At the time of suturing, after chest tube insertion, the suture needle broke spontaneously and fell into the subcutaneous tissue. The surgeon attempted to locate the needle by radiography and ultrasound and this later was not recovered. There were no adverse patient consequences reported. Additional information has been requested.